Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic check. Upon interrogation, it was observed that the right ventricular lead was fractured and had increased in impedance and capture thresholds. The physician elected to cap the lead on (B)(6) 2020. The patient was stable.